Manufacturer narrative:
UDI - (B)(4). Attempts are being made to obtain additional information. Upon receipt or at the conclusion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the affiliate, a microsensor displayed incorrect values. Patient was in encephalic (brain) death; however, the sensor was displaying normal readings. Patient in htic with pathological trans cranial dopplers and right anisocoria and pic value at 0. After operating room (craniectomy), normal dtcs that degrade in the night. This morning the flow was down. Dve +35 cm of water and gives many (10ml in 5mn), a bilateral bilirastic mydriase and a pic value between 0 and 8. At 12h taking intraventricular pressure by the dve: 60 while the pic value is at 6. Patient in encephalic death with a normal pic value. The pic value is not consistent with the clinical and radiological status of the patient.

Manufacturer narrative:
Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and finished good manufacturing records could not be reviewed. A review of quality records for the sensor component found that the device conformed to specification when released. The cause(s) of the difficulty reported by the customer could not be determined. . If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
It was previously reported that the device would not be returned for evaluation. The device was subsequently returned. This report has been updated to reflect the corrected information. The device was returned to the supplier for evaluation. The case and sensor were missing and the internal wires were cut. The catheter material was stretched. Due to the condition in which the device was received, no functional testing could be performed. A review of quality records found that the component met all manufacturing and quality testing/inspection specifications prior to distribution. With the information provided, the reported issue could not be confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.